Manufacturer narrative:
E1: patient city:(B)(6). Patient country: poland. Name: (B)(6) country: united states of america. Street address: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced issue with the infusion set as the tape did not stick on (B)(6) 2026.